Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a dislodged needle guard is confirmed; however, the exact cause is unknown. One video of a powerpicc solo kit was returned for evaluation. An initial visual observation of the video showed an open kit tray with various kit components. A needle guard and an introducer needle without a needle guard were held up by a clinician in the returned video. While the needle guard was observed to be dislodged from the introducer needle, there were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that cannula not in protective cover during tubing placement. No other information was provided.